Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
The report indicated the customer experienced a high bg reading (254mg/dl) while wearing a pod. Blood was observed in the cannula - the customer stated it seemed as if the pod was "sucking in" her blood. The pod will be returned for evaluation.